Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The issue was limited to one patient sample and no issues were reported with any other patient samples. The cause of the event is a sample specific issue. The reagent is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2021-00036 was filed for the discordant results obtained on (B)(6) 2021.

Event description:
A discordant, falsely low free light chains, type lambda (flc lambda) result was obtained on a patient sample on an atellica neph 630 system using n latex flc lambda reagent. The sample was then repeated using a 1:5 dilution, also resulting falsely low. The following day, the same sample was repeated using a 1:100 dilution and a 1:400 dilution, both recovering falsely low. The sample was then repeated two times using a 1:2000 dilution, recovering higher. The higher results obtained using the 1:2000 dilution were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low free light chains, type lambda results.